Event description:
The patient presented to the ER after feeling dizzy. In the ER the staff noticed five or six second pauses on surface egm. The physician capped the lead.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.